Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer blood glucose level. Customer declined to provide details of the event, so additional information was not obtained.